Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, the patient presented to the emergency room with wound complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) a2: 80+ years old. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found that it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ''wound concerns'' or ''non-healing wound'' would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person's ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound and patient status. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.